Manufacturer narrative:
Continuation of d10: product ID tm91scs2 lot# serial # (B)(6); implanted: explanted: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported that since probably a week after the surgery they've been experiencing problems with the communicator  kept turning off and won't turn on easily; pt was aware of the sleep mode feature. Pt mentioned that multiple times the communicator  had turned off automatically then pt had to wait 5-10 minutes to turn the communicator  on again and while doing that pt also needed the communicator  placed over the implant to pair. Agent had the pt reset their bluetooth in the handset, restarted the handset, and reset the communicator. Pt accessed mystim and got connected. Agent hat pt closed the app and reconnect to test the device and pt got connected without placing the communicator over the implant. However, the pt was not satisfied. Pt mentioned that the other night they were lying in bed, pt stated the stimulation was "shocking the hell out of me" because they needed to wait for 10 minutes to turn the communicator  on and connect. Pt added that a week after surgery the representative (rep) was with the pt and was aware that the only way they could get the communicator get connected was to place the communicator  over the implant; pt called the  rep this morning and was told to call patient services and get a replacement. Steps taken during the call did not resolve the issue. Agent sent request to repair to replace the communicator.